Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer resolved the alarms by clearing them and resuming insulin delivery, and they have been using an alternate method of insulin therapy as needed.